Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor positon encoder error. The insulin pump was exposed to a MRI. The meter was not communicating with the insulin pump and he was unable to program his readings. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump failed the displacement test, and was followed by a motor error alarm during the rewind, and another error alarm in the history file due to an out of phase motor encoder signal. Unable to perform the functional test, including the basic occlusion, occlusion, prime, excessive no delivery or error tests due to the motor error alarm. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the lcd window.